Manufacturer narrative:
No conclusion can be drawn. The device was not returned to merit for investigation and the defect could not be confirmed. The manufacturing records for the needle and the guide wire were reviewed and no anomalies were noted. No additional complaints have been received against the same lot number of guide wires. Since the device was not returned, a root cause could not be determined. Merit will continue to monitor these types of events for potential trends. If any additional information becomes available regarding this event, merit will submit a follow-up report.

Event description:
Using a mak 501 that is included in kit k12t-02631, the user reported that they had difficulty gaining access to the site due to dullness of the needle in the kit. Initially, the user reported that the guide wire broke. However, upon further contact, the tech indicated the guide wire snagged in the needle and the tip of the wire stretched, but did not separate. They were able to successfully remove the wire from the patient.